Event description:
When performing an endovascular abdominal aortic aneurysm repair with gore endograft, one of the ipsilateral left trunk prosthesis was determined to be defective. It was in the patient, ready to be deployed but would not. The olive tip stretched causing the graft to unwrap and it apparently exposed an anchor. This was not operator error per our clinical rep (B)(4) . The product was removed from the patient and replaced with another that functioned properly. I asked dr. (B)(6) if he felt there was any injury, he said no, besides additional blood loss.